Manufacturer narrative:
(B)(4). William cook europe has conducted an investigation based on the available info. We can confirm, that according to the rec'd video, it seems like the filter is moving, when trying to withdraw the introducer system. However, we cannot find a connection between the filter and the introducer system. The grasping hook may have caught the vena cava wall after filter release and thereby when attempting to withdraw the introducer, the filter (and vc wall) moved as well. We cannot conclude an exact cause for this event. William cook europe will continue to monitor for similar events.

Event description:
During the jugular filter placement upon release there was a 2 cm distance form the tip of delivery catheter and filter hook yet something translucent seemed to be holding the filter to the delivery catheter. The pt was complaining of abdomen pain. After long struggle it released but ended up severely tilted. The filter remains in the pt. The pt experienced abdominal pain during the attempted release of the filter from the delivery catheter. The pt did not experience any other adverse affects due to this event.